Event description:
It was reported via journal article that post a stenting treatment procedure in-stent restenosis occurred. During the 6-month post-implantation follow-up using optical coherence tomography (oct), in-stent restenosis was detected. The patient received target lesion revascularization balloon angioplasty due to severe restenosis with evidence of myocardial ischemia.

Manufacturer narrative:
Article citation: masamichi takano, daisuke murakami, masanori yamamoto, osamu kurihara, koji murai, toru inami, nakahisa kimata, takayoshi ohba, yoshihiko seino, kyoichi mizuno. Six-month follow-up evaluation for everolimus-eluting stents by intracoronary optical coherence tomography: comparison with paclitaxel-eluting stents. International journal of cardiology 166 (2013) 181¿186. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).